Event description:
Surgeon noted distal end of boston scientific percuflex plus ureteral stent 6fx28 cm was split as stent was placed into cystoscope .cystoscope was in patient. Stent was removed from cystoscope and discarded. No harm to patient. Alternative stent was used for procedure.